Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic laser has low laser power. Procedure details and patient impact have not been provided. Additional information has been requested, none received at this time of report.